Event description:
The lens was removed and replaced without complication due to the patient's inability to adapt to her refractive outcome and the halos and glare.

Manufacturer narrative:
The complaint device was received cut in pieces, unable to analyze. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Patient was unable to adapt to the multifocality of the lens. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.